Event description:
It was reported that an sjm representative was prepping for a case, tried to authorize the programmer to the ipg, and was unsuccessful. The programmer would not locate the ipg. She made additional attempts in several locations to make sure electromagnetic interference was not involved. She then used a new ipg and it worked on the first try. The new ipg was used for the case.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.